Event description:
It was reported that lead fracture, high pacing threshold and high impedance were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 15.9 cm was returned for analysis. The damage found was sustained during th e surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.